Manufacturer narrative:
Device evaluation conclusion: the oad was received at csi for analysis. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. The driveshaft was sent for scanning electron microscopy analysis, which identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing at the weld location can initiate a fatigue failure; it is hypothesized that this driveshaft underwent excessive flexing near the crown while spinning in excessive tortuosity or resistance, which could have pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. It should also be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual states that use of the system is contraindicated if the target lesion is within a bypass graft or stent. Details reported to csi specified that the system in this case was used for treatment of an occluded bypass graft. At the conclusion of the failure analysis investigation the reported complaint event of "the physician then noticed that the driveshaft of the oad had fractured on the proximal side of the crown." Was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The wire related to this event also fractured and was reported under MDR 3004742232-2020-00290.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. This event is related to MDR 3004742232-2020-00290. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of an occluded bypass graft in the left circumflex artery (lcx), which was tortuous. Several treatments were administered distal to proximal. The physician then noticed that the driveshaft of the oad had fractured on the proximal side of the crown. Retrieval with a guide extension catheter and balloon was unsuccessful. A drug eluting stent was deployed over the fragment. Another retrieval attempt was performed with three non-csi wires on the following day, but the attempt was unsuccessful since the wires fractured. The patient was sent to surgery, and all fragments were removed. The patient was in good condition following surgery.